Event description:
It was reported that this right atrial (ra) lead exhibited high pace impedance measurements greater than 900 ohms. Subsequently, the lead was surgically abandoned and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.